Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice low recirculation set was leaking from the cassette. The leak was observed during dwell phase of peritoneal dialysis therapy. The patient was connected for therapy at the time of this event. The leak was further described as, ¿some solution under the door¿ and ¿the membrane and the door is wet¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.